Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The user indicate that during the procedure, the physician noticed that the tip shape was different than they were used to. (B)(4). Merit initiated product removal activities on 09/13/2013 for four (4) specific lots of the merit performa cardiac multipeak because the judkins right 4.0 catheter contained within the kits has a slight variation in the tip shape. A report to the FDA in accordance with 21 cfr 806.10 is in process and will be sent within the ten day requirement of initiating field action. No additional form FDA 3500a reports will be field for this event.

Event description:
The user reported the judkins right catheter does not have the correct tip shape. The catheter was exchanged for a stand-alone catheter, and the procedure was successfully completed. No harm or injury was reported.